Event description:
It was reported that during a da vinci assisted mediastinal mass resection procedure, an unidentified tissue was damaged while attaching the bipolar cautery cord to the fenestrated bipolar forceps (fbf) instrument, on the universal surgical manipulator (usm). The fbf instrument on the usm was already inserted into the thoracic cavity when the assistant physician attempted to attach the bipolar cautery cord. The pressure applied while attaching the bipolar cautery cord to the instrument, pushed the instrument tips deeper into the thoracic cavity, damaging tissue. The bleeding was negligible and resolved by cauterization; transfusion of products was not required. The procedure was completed robotically and there were no post-operative complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted and revealed the following possible related system errors: a surgeon's hand may not have been touching the left master tool manipulator while in following mode at surgeon side console 1. A review of the provided video was performed by an intuitive surgical, inc. (Isi) clinical development engineer and the following additional information was provided: it was confirmed that at approximately 10 seconds and 15 seconds, the fbf instrument appears to suddenly travel along the insertion axis and makes contact with the body wall. It is recommended to attach an energy cable to the instrument prior to installing on the patient cart arm, that can be found in the in-service guide for xi system surgeon in service guide (1007572-18 rev b): "when using energy instruments, attach energy cables to the instruments before installing onto patient cart arm." Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.